Event description:
It was reported the patient was to be given heparin IV at 7cc/hr (700u/hr) on continuous infusion for chest pain. Pump was programmed for 250 ml vtbi, which was the same as the supplied IV bag. Settings were confirmed by two nurses, and infusion was started.twenty minutes later, the pump alarmed for "infusion complete" and the IV bag was empty. The patient was given reversal agent for the over-infusion and admitted for continued observation. Patient was discharged several days later after monitoring.later review of the pump's electronic event log showed that the intended rate for the pump was 700 units/hr, not 700 ml/hr as was programmed. The user programmed a simple rate/volume infusion and entered the right number, but the pump was not set to deliver units/hr. Our infusomat pumps have a drug library, but that was not selected. If it had been, the pump would have been sent to the right units or else it would have refused a setting of 700 ml/hr.performance tests on the pump gave results within acceptable limits, and the pump was then returned to clinical use.